Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that it was not possible to interrogate the device. The physician felt that this was due to low battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.